Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy of the right common femoral artery using three proglide devices via a 6fr hole after a peripheral percutaneous transluminal angioplasty procedure. Reportedly, no suture was present when the plunger was removed. The same issue occurred with all three proglide devices. Manual arterial compression was applied to achieve hemostasis. Although there was a reported delay in procedure, there was no reported adverse patient effects from the delay; therefore, the delay is not considered clinically significant. However, the patient was kept in the hospital overnight instead of being discharged the same day. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Additionally an anterior foot separation was found during evaluation of the returned device. The separated foot piece was returned with the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The g3 date was filed incorrectly on the initial medwatch report as (B)(6) 2022, but should have been (B)(6) 2022.

Event description:
Subsequent to the initially filed report, the following information was received: an anterior foot separation was found on the first proglide device during evaluation of the returned device. The separated foot piece was returned with the device. An anterior foot separation was found on the second proglide device during evaluation of the returned device. The separated foot piece remained in the anterior foot pocket. A posterior foot break not returned was found on the third proglide device during evaluation of the returned device. The location of the detached foot is unknown. The physician was not aware of the foot separations. No additional information was provided.